Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time..

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing the device the surgeon noticed the handle would not come undone. The jaws would not open. When the surgeon was forcing the handle open, the jaws opened. There was no tissue trauma. The procedure was completed without any impact to the patient. The device was discarded.